Manufacturer narrative:
(B)(4). The field service engineer inspected the device but was unable to duplicate the reported condition. The ventilator passed pvt, est, and sst and is ready for use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator compressor became inoperable. The patient was transferred to another ventilator with no harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.